Event description:
In early 2009, the patient's aunt reported that the patient began experiencing e4 (occlusion) errors the previous night. To troubleshoot, the patient was instructed to disconnect from her infusion site, and she was able to prime and bolus without error. The patient was advised to change her infusion site and she stated that the cannula was bent. She stated that she has been inserting her infusion site by hand because she lost her insertion device. She stated that she would switch to injection therapy until a replacement insertion device arrived. Her blood glucose at the time of the report measured "hi" on her blood glucose monitor. Upon follow up five days later, the patient reported that she received the insertion device and her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.